Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One of the four drill holes will not allow the mating drill bit to pass through. Visual inspection with a microscope revealed damage along the inner diameter of the drill hole. The ID had a rough texture likely the result of metal on metal grinding with the drill bit. The cause of the obstruction is unclear, although compacted human tissue along the ID could have been responsible. The most likely cause for the reported failure can be attributed to misuse due to user error of the device due to excessive force being used.

Event description:
It was reported that when the doctor drilled using an ar-8717g-03 drill guide and ar-8717d-03-ru drill bit, the thick part and sleeve locked on the drill shaft and it would not move. Bone fragments were removed, but the problem of the thick part of the drill shaft not being able to pass through, was not resolved. A new product was used and the case was completed. No adverse effect to the patient reported.